Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, and blackened. The distal broken section of the cutting wire was completely detached from the device and it was not returned with the device. The tip of the device was also split/cracked, and the blue paint marker at the tip was peeled off. These findings were consistent when the device was observed under magnification. Additionally, dragged marks were observed on the surface. The distal pierced hole was slightly torn. Per media analysis, the picture showed the distal section of the device and the cutting wire was broken, kinked, and blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the device was energized prior to performing sphincterotomy as this can compromise the cutting wire's integrity, which can also cause a premature cutting wire fatigue. Also, if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during procedure as per precautions of the device states. The distal pierced hole was also slightly torn and the picture provided confirmed that the cutting wire was kinked, and broken. The distal section of the cutting wire was detached and was not returned. The cutting wire being kinked could have been generated after the device was being removed from the scope after the cutting wire broke, it hit against the working channel of the scope kinking the wire and tearing the distal pierced hole. Kinked wire could make the wire brittle and prone to separate it from the device, probably it was detached during transport. The tip was split/cracked and the blue paint peeled off from the tip with the dragged marked on the surface. These conditions could have been generated due to interaction with the scope, attempts to advance the device through a difficult anatomy, or hitting the tip against a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the device was cannulated into the cbd and was positioned ready for cutting. When they bowed the device to perform sphincterotomy, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. They removed the device and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and kinked.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the device was cannulated into the cbd and was positioned ready for cutting. When they bowed the device to perform sphincterotomy, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. They removed the device and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and kinked.